Event description:
It was reported that this right atrial (ra) lead exhibited undersensing not because of the lead integrity issue but lead location. This lead remains in service. No adverse patient effects were reported.